Event description:
No additional information was provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed. A device history record review for model 2477-0007 lot number 24029537 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14 jul 2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2477-0007 lot number 23095790 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20sep2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris pump module smartsite blood infusion set was leaking the following information was received by the initial reporter with the following verbatim: part way through blood transfusion, blood tubing leaking around chamber, not where bag was spiked. Tubing had to be removed and lost about 33 ml of rbcs because of the malfunctioning tubing. Name of tubing: bd alaris pump infusion blood set 180 micron filter smart y-site (both packages were found in the garbage so I am unsure of which package of the two it actually is)

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.